Manufacturer narrative:
The explanted ipg will not be returned as it was kept by the patient.

Event description:
It was reported that a patient underwent an ipg explant due to an unknown reason. The only known information from the physician is that the ipg needed to be changed. The patient is reportedly doing well and has good stimulation.